Event description:
In 2008, technical svc received a call form a nurse at hosp. A female child drank a portion of a preservcyt sample vial that she took off the counter while her mother was waiting to receive her thinprep pap test. The pt sample had not been collected when the child drank from the vial. Technical svc immediately faxed over the msds sheet. In 2008 technical svc followed up with the hosp and spoke with rep. Rep stated that she did not know the address of the facility where the potential adverse event occurred; the hosp is affiliated with several offices. Rep did state that the child's methanol level was tested, but did not have any add'l info regarding her state of health. If cytyc becomes obtains add'l info it will be forwarded to the FDA via a supplemental report.

Manufacturer narrative:
Na